Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of october 10,2023 was chosen as the best estimate based on the procedure which happened sometime in october 2023, and the day of adverse event reported post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d6a: the stent was implanted sometime in october 2023. Block d6b: the stent was explanted sometime in october 2023. Block h6: imdrf patient code e230101 captures the reportable event of fever. Imdrf impact code f2303 captures the reportable event of medication required.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used for a left ileal conduit urinary diversion procedure, performed sometime in october 2023. The percuflex uds was able to be delivered to the target anatomy successfully and able to allow flow of urine from the kidney to the external collection system successfully through its eighteen days indwell time. Nine days following the procedure, the patient developed fever, which was managed with intravenous antibiotics. Per physician's assessment, the event was serious, possibly related to the device, and possibly related to the procedure.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used for a left ileal conduit urinary diversion procedure, performed sometime in october 2023. The percuflex uds was able to be delivered to the target anatomy successfully and able to allow flow of urine from the kidney to the external collection system successfully through its eighteen days indwell time. Nine days following the procedure, the patient developed fever, abdominal pain and bacteroides fragilis septicemia, which was managed with intravenous antibiotics and the patient had post-operative wound abscess, which required interventional radiology management and a 12 french drainage catheter was placed into a suprapubic collection. Per the physician's assessment, the event was considered serious. The physician reported that the event was possibly related to the device and possibly related to the procedure

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of october 10,2023 was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2023, and the day of adverse event reported post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d6a: the stent was implanted sometime in (B)(6) 2023. Block d6b: the stent was explanted sometime in (B)(6) 2023. Block h6: imdrf patient code e1901 captures the reportable event of bacteroides fragilis septicemia imdrf patient code e172001 captures the reportable event of wound abscess. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf patient code e230101 captures the reportable event of fever. Imdrf impact code f2303 captures the reportable event of medication required. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Block h11: additional information updated field block b2: outcomes attrib to adv event. Updated field block b5: describe event or problem. Updated filed block h6: patient codes and impact codes.